Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 presented with vertical gas breakthrough in the left eye (os). Treatment was aborted patient did not experience a loss of best corrected visual acuity (bcva). Patient reported symptoms are interfering with daily activities. Photorefractive keratectomy (prk) will be performed in the left eye at a later date. Bcva from (B)(6) 2020: right eye pre-op 20/20 -3.25 x -3.00 x 175, left eye pre-op 20/20 -10.25 x -2.00 x 5.